Manufacturer narrative:
B5. Describe event or problem corrected to reflect the device performance allegation reported by the user. G1. Manufacturing site corrected. This event was initially reported in error. Per the report from the user facility, the console sounded like it was lasing, but it was not. The user was able to confirm that the footswitch was not being pressed and the console screen did not show it to be lasing. Upon further review of this information, boston scientific concludes that the console was only emitting noise/sound. There was no reported permanent impairment or damage to the patient and no medical or surgical intervention was required. There was no information to reasonably suggest that the sound emitted by the console, would likely cause or contribute to a death or serious injury if it were to reoccur.

Event description:
It was reported that the laser console sounded like it was lasing, but the foot pedal was not being pressed, and the console screen does not show that it is lasing. There were no error codes displayed on the console screen and there were no patient complications.

Event description:
It was reported that the device was lasing when the foot pedal is not pressed, and the screen does not show it is lasing. There were no patient complications present.

Manufacturer narrative:
Additional contact: (B)(4).